Event description:
It was reported to philips that the battery was dead. Multiple attempts were made to jumpstart the battery using an ac module and cadex charger but attempts were unsuccessful. The customer requested assistance from a philips representative. The customer explained that the battery for their device was dead and needed to be replaced. The service order was initiated as a means for the customer to obtain a replacement battery through warranty supplies and an evaluation of the device was not requested. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. An email was sent to warranty supplies to order a replacement battery and resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.